Manufacturer narrative:
The information provided in this report was based on information givenby the dentist in neodent¿s products warranty form that was recorded inthe system that is used by both the manufacturer and the subsidiary. Theoriginal complaint was received by the subsidiary and did not arrive inthe manufacturer yet. When this happens, a new evaluation of thecomplaint will be carried out and, if necessary, a follow-up report willbe send.

Event description:
(B)(4)- the dentist reported that, 1 month after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. The patient presented bone type ii.